Event description:
Event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.11 v. The gas gauge was not on beginning of life (bol) and the charge time was 7.2 seconds. The physician made the decision to implant the device and is fully aware that the battery voltage was low.